Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed with all components in appropriate post clip-deployment position; however, the vessel locator wings were bent, preventing them from fully collapsing into the delivery tubeset when the clip was fired. The failure of the wings to completely collapse into the delivery tubeset directly resulted in difficult device removal. Based on the investigation findings, the probable root cause for the bent locator wings that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and interfere with the clip deployment and device removal. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported difficult device removal after the clip deployment. Also, there were no similar incidents that exhibited bent locator wings. A review of the product lot history record did not reveal any non-conforming material records associated with this lot.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, after the clip was deployed, the device was difficult to remove. In accordance with the instructions for use, the safety release mechanism was used to successfully facilitate device removal. Manual compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.